Event description:
Customer was unconscious and their family member took a blood glucose reading. The result was 148 mg/dl which was not consistent with the customer's hypoglycemic state. Customer was transported by paramedics to the emergency room and treated with an IV containing glucose. The paramedics received a comparison reading on 45 mg/dl with an unknown brand of meter. Testing was conducted on the finger and the test site cleaned with alcohol prior to testing.